Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to change the infusion set and her reservoir was leaking out of the reservoir compartment. There were little drops on top of the insulin pump. The customer stated there was a crack on the insulin pump. They did not know how the damage occurred. The customer¿s blood glucose level was 491 mg/dl. The customer did not mention any form of treatment. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No moisture damage found on the electronics. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window.